Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6007404 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6007404 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for malfunction the soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007404 was manufactured according to the wi version 79 manufactured in the machine 12, on 27/may/2024, with a total of (B)(4) units. Assembly: a query was run in database on 08-jul-2025 against malfunction code idd-pmc05.26 and lot 6007404 and no other more complaint have been registered in tw for the same lot# 6007404 and malfunction code. Trending: a query was run in database on 08-jul-2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6007404 and no other more complaint have been registered in database for the same "lot" 6007404 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula on (B)(6) 2024. The blood glucose of the patient was over 600 mg/dl. Also, the patient had increased thirst, dehydration, racing heart. The patient was hospitalized on (B)(6) 2024 for less than twenty-four hours. During hospitalization, the patient was treated with intravenous insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6), patient country:united states.